Manufacturer narrative:
The trapezoid rx lithotripter basket was returned in a closed position. A visual examination of the returned device revealed that the sheath was buckled near the distal end of the heat shrink. The distal end of the sidecar (guidewire lumen) was pushed back and torn. A functional evaluation of the device was performed by attempting to extend the basket. The basket was forced open and the wires were slightly deformed. The definitive root cause could not be determined; however, it is likely that the damage occurred during attempts to advance the device into and through the rx locking device. The device history record review confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, after placing the scope in the duodenum, the wire was already in the bile duct after cannulation. The wire was locked in an rx locking device on the scope. The trapezoid basket was advanced over the guidewire and as it approached the biopsy channel the physician unlocked the guidewire, but as he continued to advance the trapezoid basket, it got caught on the locking device and split the outer guidewire sheath and as a result damaged the basket wires. It was mentioned that the wire may have been behind the bar of the locking device slightly and this may have caught the basket. No stones captured / crushed prior to the alleged failure. The procedure was completed with another type of device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, after placing the scope in the duodenum, the wire was already in the bile duct after cannulation. The wire was locked in an rx locking device on the scope. The trapezoid basket was advanced over the guidewire and as it approached the biopsy channel the physician unlocked the guidewire, but as he continued to advance the trapezoid basket, it got caught on the locking device and split the outer guidewire sheath and as a result damaged the basket wires. It was mentioned that the wire may have been behind the bar of the locking device slightly and this may have caught the basket. No stones captured / crushed prior to the alleged failure. The procedure was completed with another type of device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).